Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick made a popping noise when the provider plugged it in and the mpj screen went black. The joystick is still working but the led screen cannot display the functions nor the drive modes.